Event description:
The customer called and reported the insulin pump got wet. The customer noticed water in the reservoir compartment and a motor error alarm was received after the insulin pump dried, customer received multiple alarms, including those indicating a button error and an unexpected restart, and the keys were not responding. Customer's blood glucose was 125 mg/dl. Upon replacing the battery, the display went out. The customer also stated there was black liquid in the reservoir compartment under the motor. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 4 days. No battery out limit alarm or blank display was noted. All operating currents are within specification. The unit passed self-test and unexpected restart error test. No unexpected restart alarm or signal too low alarm noted. No unexpected low battery or off/no power alarms were noted. Moisture damage was found on lcd board. No isolation tape damage noted on lcd board. All buttons functioning properly. However, moisture damage was found on the keypad traces. No button error alarm occurred during testing. The device was received with cracked reservoir tube lip, minor scratches on the display window, a cracked case at display window corner and a stained end cap sticker.